Manufacturer narrative:
One device was returned for analysis. Visual inspection found a the main board for the thermistor was damaged. The cause of the reported issue was due to a thermistors switch on the main board was damaged. As a result, main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer had water flow before remediation, but it did not have water flow afterward. The event occurred during a bench test at the hospital. There was no patient involvement, and no patient harm/adverse event reported.